Event description:
It was reported that a right atrial (ra) lead could not be implanted; the lead had poor parameters and/or was too easily dislodged. The physician elected to implant a single chamber pacemaker instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Electrical resistance and cross continuity test results were within specification.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.